Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that drawer not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique identifier (UDI) and section h imdrf annex a.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that drawer not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the row b drawer 2.1 was not being detected on the bus. A field service engineer remotely accessed and inspected the device. No failures were present on the station at the time of inspection. It was also verified that the same failure was not present on the adjacent device, confirming that the issue was isolated and not affecting nearby units. The system functioned as intended after the field service engineer verified the device.